Event description:
Pt underwent thromboendarterectomy of the left common, internal and external carotid arteries and coronary artery bypass. During the procedure, the pt's oxygen saturation decreased. Pt was converted from heart lung machine to anesthesia machine with improvement. It was suspected that the pt's decrease in oxygen saturation may have been related to the failure of the system to scavenge waste gas from the membrane oxygenerator while the pt was on heart lung by-pass.